Event description:
Complaint received from legal notification that alleges "pt got frost bite while using the cold therapy unit." Questionnaire not received from clinician and/or pt. Device not returned to MFR for eval.